Manufacturer narrative:
Section h3, h6:the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that without medical documentation, the source of the reported pain cannot be concluded. Patient impact beyond the reported symptoms and subsequent revision cannot be determined, although a transient post-surgical restorative phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the patient should be warned of surgical risks, and made aware of possible adverse effects. Also, postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Based on the information provided, the unsatisfactory experience could be confirmed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported, that after a left tka had been performed on (B)(6) 2023, the patient complained of hot painful knee and was unable to bear weight due to the pain. A revision surgery was performed on (B)(6) 2024 to address this adverse event. The joint was washed out and replaced with a lgn ps high flex xlpe sz 5-6 9mm . Patient's current health status is unknown.